Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
The manufacturer became aware of a literature from (B)(6). The title of this report is ¿low-profile plate fixation in arthrodesis of the first metacarpophalangeal joint¿ which was published in february 2011 and is associated with the stryker variax hand plating system. Within that publication, post-operative complications/ adverse events were reported, which occurred between 1996 to 2003. It was not possible to ascertain specific device and/or patient information from the article, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 7 complaints were initiated retrospectively for different adverse events mentioned in the journal. This product inquiry addresses nonunion and revision surgery. The study states that ¿the only nonunion healed after a second operation with bone grafting and fixation with a new leibinger low profile titanium plate.¿